Event description:
The batt-handpiece mod f/trs was returned for repair because "the device does not function, the lower button jams". No further information was provided. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed the pusher was loose. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on (B)(4) 2013. Placeholder.